Event description:
It was reported that on (B)(6) 2023, the patient's son had to call the paramedics because she was on the floor, sick, vomiting and dizzy due to high ketones. The pod was worn between 5 and 24 hours on the abdomen. The patient's blood glucose levels were 13.2 mmol/l (237.6 mg/dl) with ketones of 2. The paramedics treated the patient with 500ml IV (intravenous) fluid and an insulin pen. Device was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported high ketones and medical event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.